Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first device deployed was determined to be too proximal for which it was fully recaptured. After the device was removed, a small pericardial effusion was noted via transesophageal echocardiogram (tee). Patient remained stable without change in vitals. No interventions were performed and the case proceeded with a new 27mm closure device. Device was successfully implanted. Pericardial effusion was noted to have decreased slightly at the end of the case. Patient remained stable throughout. One hour post-procedure, a repeat tee was performed and the effusion was noted to be trivial at that point. Patient remained stable and was discharged home the following day.